Manufacturer narrative:
The tandemheart pvad pump was evaluated upon return and the lack of flow through the pump was confirmed. The pump was then disassembled for evaluation of internal components. Pump rotor and internal surfaces were found to be free of damage or significant wear. Pump impeller was found to be partially detached from the impeller shaft which resulted in a loss of engagement to the impeller blades. Cause for the detachment was not able to be determined. Our analysis is continuing.

Event description:
In 2004, the tandemheart system was utilized for a high-risk angioplasty pt. About 40 minutes into the procedure, the "pump flow low" alarm came on when the pump flow had dropped. The pt's procedure was partially completed due to concerns with the reduction of pump flow and a high contrast load for the pt. Note- contrast load was the result of the angioplasty procedure and is not related to the use of the tandemheart system.